Event description:
A report was received that a patient that is enrolled in the clinical study (B)(6) registry developed a life-threatening subdural hematoma, intercranial hemorrhage. Patients admission was prolonged, and outcome is unknown. Clinical investigator reports this serious adverse event with causal relationship to study procedure and possible relationship to study hardware.